Event description:
Caller states patient reportedly received two results of 18 mg/dl on the inform system and 350 mg/dl on lab value all within 10 minutes. A result of 38 mg/dl was obtained on the inform system 5 minutes following the lab value. The patient received a dose of d50 as part of a procedure. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.